Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a c-section procedure on 10/22/2020 and the suture was used. It was reported that the tip of the needle is broken off during surgery. While performing the corner sutures of the uterus it was noticed that the tip of the needle was missing, approx. 0,5mm. The missing piece could not be recovered and is still in the patient¿s body. Surgery was completed successfully without delay. No x-rays were performed. According to surgeon piece is too small to be shown on x-ray. No adverse consequences for the patient were reported. No further procedure is planned.